Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle was difficult to attach to the lantus and novolog pen, and failed to deliver medicine as a result. The following information was provided by the initial reporter: "consumer reported clog during injection. Consumer report hard to place onto lantus and novolog pen. Informed proper placement onto pen. She is used to the old manufacture pen needle placement. Advised to prime the pen needle. She is resistant to this process, did not have to complete this with old pen needle."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested (B)(4) pcs retention samples of np-ended needle appearance, np gap and thread function, all results passed. Clog test was conducted on (B)(4) pcs retention samples. No failure was found.

Event description:
It was reported that the relion® pen needle was difficult to attach to the lantus and novolog pen, and failed to deliver medicine as a result. The following information was provided by the initial reporter: "consumer reported clog during injection. Consumer report hard to place onto lantus and novolog pen. Informed proper placement onto pen. She is used to the old manufacture pen needle placement. Advised to prime the pen needle. She is resistant to this process, did not have to complete this with old pen needle."